Event description:
Pump was found by nurse infusing at 12.0 ml/hr when she thought it had been set at 2.0 ml/hr. Nurse reported that she thought it had possibly been set incorrectly. There was no serious injury or death reported by the nurse in conjunction with this incident as documented in the returned complaint questionnaire signed by the nurse.

Manufacturer narrative:
There was no adverse event reported or malfunction found with the device in this incident. During an FDA audit from (B)(4), 2010 to (B)(4), 2010, it was determined by the FDA representative preforming the audit that this event should be MDR reportable. This filing is made in response to that determination.